Event description:
It was reported that the patient presented to the emergency room (ER) with non-capture on the right ventricular (rv) lead and high threshold. Therefore the rv lead was removed and replaced with a new lead. It was also reported that following placement and extension of the helix in the right atrium (ra), the ra lead threshold was not satisfactory. The physician attempted to reposition the ra lead, however at times it was difficult to replace the stylet into the ra lead and the lead did not feel right so the physician elected to replace the attempted ra lead with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the full lead was returned to the manufacturer and analyzed. The distal conductor had blood/fluid obstruction and there was blood/body fluid (not obstructed.) There was blood in/on the helix/lobe mechanism and visual analysis revealed the lead was damaged at implant. Evaluation summary (B)(4): the partial lead in segments was returned to the manufacturer and analyzed. The proximal conductor was fractured; the distal conductor and defibrillation conductor were distorted and several conductors had blood/body fluid (not obstructed.) The defibrillation conductor was fractured (overstressed) and there was blood/body fluid in the outer tubing overlay. The overlay tubing was kinked/buckled, inner and outer insulation melted; outer tubing overlay melted and had cosmetic environmental stress cracking (esc). The outer insulation had cosmetic depression; there was blood in/on the helix/lobe mechanism and the lead was stretched.